Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Prior to advancing the sheath and catheters to the heart, the patient became hypotensive and tachycardiac. The trusteer sheath was at the mid-inferior vena cava (ivc). A code was called and cardiopulmonary resuscitation (CPR) conducted. Staff was unable to restabilize the patient and the patient passed away. The physician did not believe the trusteer sheath contributed to the death; however, the official cause of death was not provided/known.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038440228. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (tachycardia, cardiac arrest), hypotension, and death (resuscitation). Risk review: a risk review was completed and confirmed that the events of arrhythmia (tachycardia, cardiac arrest), hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a patient death occurred. A left atrial appendage closure (laac) procedure was being performed on a patient under general anesthesia. A watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds) was selected for use. Prior to advancing the sheath and catheters to the heart, the patient became hypotensive and tachycardiac. The trusteer sheath was at the mid-inferior vena cava (ivc). A code was called and cardiopulmonary resuscitation (CPR) conducted. Staff was unable to restabilize the patient and the patient passed away. The physician did not believe the trusteer sheath contributed to the death; however, the official cause of death was not provided/known.